Manufacturer narrative:
A company representative observed that the iabp console was not fully inserted in the cart. Batteries were not charged, therefore, when ac was connected there was no operation. The operating instructions manual recommends the following: "grab the handle and slowly slide the pump console into the hospital cart until it locks into place. You will hear an audible click noise once the console is locking into the hospital cart." The instructions were reviewed with the customer and he was satisfied with the solution. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp failed to power up. The iabp was replaced and therapy was initiated. No pt injury was reported.